Event description:
It was reported that during a coronary stent procedure, the balloon was inflated to 14 atm (rbp=12 atm) and would not deflate. After several attempts were made to deflate and remove the balloon, the entire system was removed. It was noted that there was a dissection that was repaired with another stent. Pt status is listed as "okay."